Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery (date not reported) to remove excess skin, under general anesthetic.